Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left lower leg vessel. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, located at the distal end of the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left lower leg vessel. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was stable.